Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert was triggered due to infinite impedance on the right ventricular (rv) lead. The lead also exhibited high short interval counts (sic), non-sustained ventricular tachycardia episodes, noise and a fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.